Event description:
A zoll distributor reported that a (B)(6) male patient was treated on (B)(6) 2015. The lifevest delivered an appropriate treatment at 04:15:49. The rhythm at the time of the treatment was ventricular tachycardia (B)(4). The arrhythmia was successfully converted to a sinus rhythm. The patient's nurse reported that the patient was intubated and CPR was being performed. The nurse reported that the monitor emitted sparks and smoke during the treatment event. In addition, the patient's physician was in contact with the patient during the treatment event and received a slight shock. The lifevest was removed after converting the patient's arrhythmia. The patient subsequently passed away without wearing the lifevest. There is no indication that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. There was no device malfunction. There is no evidence of the monitor sparking or emitting smoke. During the treatment sequence, the lifevest prompts bystanders to stand clear. Device manufacture date: monitor (B)(4) - 06/2013. Electrode belt (B)(4) - 02/2014.